Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure (cpb), the roller pump was recirculating when the perfusionist noticed the arterial pump had stopped and the display was dim and flickering. The pump was started by the pump's local start button and it began to turn again, but the display was still dim and flickering. The system was shut down and restarted and it booted up normally. The device was not changed out, as the perfusionist powered the entire system down and then rebooted which resolved the issue. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Additional information per clinical review dated (B)(4) 2013: during preparation for cpb as the prime solution was being recirculated and de-bubbled, the perfusionist noticed the arterial pump had stopped and the local display was flickering. The perfusionist touched the start button and manually re-started the pump and the display again flickered and was dim. The system was "powered down" with recommended procedure and the system was "re-booted". All components booted up correctly and the arterial pump functioned without issue for the remainder of the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed or reported.

Manufacturer narrative:
Per the field service representative (fsr): after the case, they swapped the suspect roller pump to a different pump location and placed a different roller pump in the arterial position. The customer used the system for a case on (B)(6) 2013 and there were no issues.